Event description:
Healthcare professional later confirmed rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side implant "irrupted" and "silicon in my lymph nodes," ¿now causing health issues¿ and "reluctant to use the same implants again." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side implant "irrupted" and "silicon in my lymph nodes," diagnosed through mammogram and ultrasound. Patient also reported they are "reluctant to use the same implants again as [the patient] can not have this occurring in the future". Later healthcare professional reported "implants ruptured" and "loss of upper pole fullness". Device has been explanted and replaced with non-abbvie.